Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F26: no patient impact. F1908: delay of less than one hour. H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in a lumbar fusion procedure. It was reported that while taking 2d images it took 3 times pressing the top button on the hand switch to acquire an image. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.